Event description:
On (B)(6) 2019, a 12mm amplatzer septal occluder (asd) was selected for implant following a mitraclip procedure. Upon unsheathing the la disc, the disc appeared in the shape of a cobra head. The device was recaptured and attempted to be re-deployed, but the issue remained. Upon removal of the device, a slight rotation of the la disk returned the device to is normal configuration. The device was replaced with another 12mm asd and successfully deployed. There were no adverse patient consequences or delay in the procedure.

Manufacturer narrative:
An event of device deformation upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.